Manufacturer narrative:
Qn#(B)(4). The customer returned one catheter and luer-lock sidearm assembly for analysis. Signs of use were observed on the returned components. Visual analysis revealed no obvious defects or anomalies with the returned components. The luer hub of the catheter was intact and undamaged. The returned sample was functionally tested in accordance with the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each catheter lumen with sterile normal saline for injection, to establish patency and prime lumen(s)". The catheter was then flushed using a lab inventory 10cc syringe, and the sample flushed as intended. No leaking or cracks were observed. The connector tubing was able to be securely tightened onto the luer hub. A manual tug test confirmed the luer hub was secure to the extension lines. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The ifus provided with this kit warns the user, "precaution: do not over-tighten a luer beyond the friction fit as this may damage both the luer and the microclave." The customer report of the luer hub breaking off during removal was not confirmed through investigation of the returned sample. The returned catheter passed all relevant visual and functional requirements. The luer hub of the catheter was intact and undamaged. A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Based on the customer report and the sample received, no problem was found. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that " the white-tipped tubing (luer hub) broke off during removal, leaving the tap open".

Manufacturer narrative:
(B)(4) the full UDI number is not available as complainant did not report a lot number.

Event description:
It was reported that " the white-tipped tubing (luer hub) broke off during removal, leaving the tap open".